Event description:
Patient's caregiver reported that the patient's cadd solis machine is leaking solution. Did the reported product fault occur while in use with the patient? Unknown. Did the product issue cause or contribute to patient or clinical injury? Unknown. Is the actual device available for investigation? Yes, upon patient return. Did we replace device? Unknown. Did the patient have a backup device they were able to switch to? Unknown. Is the infusion life-sustaining? Yes. What is the outcome of the event? Unknown. No further information provided.